Event description:
In 2003, a pt was admitted for chest discomfort. In 1976, the pt had an mi (mycardial infarction), but has not had good follow-up. In 2003, the pt underwent a CABG (coronary artery bipass graft) times four. Post-operatively, the pt underwent an electrophysiologic testing that showed inducible ventricular tachycardia. The pt had a placement of a dual chambered aicd (automatic internal cardiac defibrillator). A few months later, the pt underwent surgery for a malfunctioning atrial lead. The atrial lead was tested and failed testing in the o.r. The lead was explanted and there was a break in the coil. The physician feels that this was a defective lead caused, it was not under the clavicle or a point of pressure.